Manufacturer narrative:
Returned product and information provided was forwarded to engineering for evaluation. Product evaluated includes 4 - sl1000 s-lok cap screws, 3 - 48-3000-6545 ø6.5 percutaneous screw assembly 45mm, 1 - 48-3000-6550 ø6.5 percutaneous screw assembly 50mm, 1 - 48-cu-55045 45mm curved rod, 1 - 48-cu-55050 50mm curved rod evidence observed indicatse that improper surgical technique was the main contributor to the failure of this construct. The observations conclude that at least 1 lock screw was not properly seated to the rod at final locking. No corrective actions are warranted as the failure cannot be attributed to any design or manufacturing issue with the polyaxial screw, rod, or lock screw. Review of manufacturing history records found a total of 394 pieces of lot 5017ts were released for distribution between 7/16/2012 and 8/16/2012, with no deviation or anomalies. Complaint history review found this to be the first report of this nature for this lot. No trend was identified for reports of this nature.

Event description:
It was reported that the patient underwent a procedure in (B)(6) on (B)(6) 2016, utilizing the sure-lok c extended tab pedicle screw system along with an interbody cage. Subsequently, it was identified that the s-lok cap screw (sl1000) in one of the o6.5 percutaneous screw assemblies had backed out. The patient was experiencing pain and a revision procedure was performed (B)(6) 2016, during which all screw and rod implants were removed and replaced.